Manufacturer narrative:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was serviced by a field service technician. The technician evaluated the device and alleges black residue in tubing, sieve compacted, air side blackened and chirping, and o2 side cracked. The service technician reports replacing faulty parts. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was serviced by a field service technician. The technician evaluated the device and alleges black residue in tubing, sieve compacted, air side blackened and chirping, and o2 side cracked. The service technician reports replacing faulty parts.

Manufacturer narrative:
Device evaluated by field service technician.